Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, and self-test. No excessive no delivery alarms and no unexpected restart error alarms noted during testing. The pump passed all operating currents tested within the spec range and passed off no power test. Pump received with unexpected restart alarm during alarm test and reset the time and date after changing battery due to broken solder joints on interface board. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm and external ram crc error alarms. The customer's blood glucose level was unknown. The customer states they had received no delivery alarms. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.